Event description:
It was reported to philips that the system's c-arm geometry movements were partly unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the reported event has been deemed as a customer's request for information on whether it is normal system behavior that when the table is in the 0 position, not all movements of the c-arm are available. The system usage was unknown. There have been no reports of system malfunction nor any allegations of harm. A philips field service engineer (fse) inspected the system onsite and found that, when the reset button is pressed, the table moves to a default height that is configured too low in the system configuration settings, restricting the c-arm movement, as designed. When the table height is configured higher, the movement is possible, which is what the customer was requesting. The fse made the requested adjustments to the table height to fulfill the request of the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction; as such, the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.